Manufacturer narrative:
The console is expected to be returned by the customer for evaluation. A follow-up medwatch will be submitted if additional information becomes available.

Event description:
A report was received regarding an alleged issue encountered during use of the console. The report states that the vent valve pops during cases and the user has to manually clamp the vent line. There were no reported patient complications.